Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Follow up # 1/supplemental report text 02/03/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient granddaughter contacted lifescan (lfs) alleging that the patient was having difficulty handling the onetouch ultra2 meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient or the patient's granddaughter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient granddaughter alleged that the issue began on (B)(6) 2011 (in the evening). It is not known if the patient was using the subject meter for the first time and it is not known if the patient had any health conditions that may have contributed to the patient's inability to holding the subject meter. The patient manages his diabetes with an unspecified type/dose of insulin; the patient's testing and medication frequencies are not known. According to the csr's notes, as a result of the alleged issue, the patient discontinued testing with the subject meter; it is not known however, if the patient tested his blood glucose with another device. Per csr's documentation, the patient's granddaughter denied the patient took any action in response to the alleged issue; however, it is unclear how the patient managed his diabetes regimen since the start of the alleged issue. At an unknown time later, the patient reportedly developed a symptom of shaking. It is not known if the patient associated his reported symptom with high or low blood glucose. The patient's granddaughter denied the patient received any medical intervention after the reported issue began. Replacement products were sent to the patient. This complaint is being reported because the patient's granddaughter claimed the patient was unable to test his blood glucose due to the reported issue and reportedly developed a symptom suggestive of hypoglycemia after the alleged meter issue began.